Event description:
It was reported that during the implant the helix of the lead could not be extended and pacing thresholds were high. The lead was thus not implanted and expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis confirmed the helix difficultly allegation based on the helix being deformed, while the high capture thresholds were not confirmed.

Event description:
It was reported that during the implant the helix of the lead could not be extended and pacing thresholds were high. The lead was thus not implanted and expected to be returned. No adverse patient effects were reported.